Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) reverted to backup pacing (bvvi) mode due to the patient undergoing a magnetic resonance imaging (MRI) procedure. There was no backup defibrillation operation available at the time of bvvi. The patient was asymptomatic. The ICD was successfully restored. The patient was stable post intervention.